Event description:
The hospital purchased new olympus 180 colonoscopes which were put into use in (B)(6) 2012. After a dph investigation (B)(6) 2016, it was determined that a 4th channel auxiliary water irrigation port had not been high-level disinfected appropriately when these new scopes were put into use. The steris e1 machine procedure had required a different quick connect device (specific to the new model) to be used; instead, a 3-channel quick connect had been used, and the 4th auxiliary forward water jet channel had not been adequately exposed to the high-level disinfectant. The error was identified (B)(6) 2013, and the hospital began using the correct connector at that time.